Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
Our fse was on site to investigate the issue further and found out that water had entered into the air gas module of the ventilator. After replacing the air gas module, our fse tested the ventilator and all tests passed. No parts were returned for further investigation. Moisture in an air gas module as previous investigation has shown, probably had affected the delta pressure transducer on a printed circuit board inside the gas module. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. According to the users' manual, maximum levels of water, (h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded. Since no parts were returned for investigation, the root cause of the event has not been determined.

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. Water was noted in the air gas module. There was no patient involvement. Manufacturer's ref #: (B)(4).